Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to verify battery out limit due to button anomaly. No unexpected beeping anomaly was noted. The pump was received with cracked case at display window corner, belt clip slot, and minor scratched display window.

Event description:
The customer reported via phone call indicating battery out limit and a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that she received a battery out limit and reprogrammed the pump. The customer stated that she could not clear the alarm because the escape and act buttons were not working. Customer was advised to discontinue use of the device and to revert to a backup plan.